Event description:
A customer reported experiencing an occlusion alarm with their insulin pump, which persisted despite multiple troubleshooting attempts. The issue did not cause adverse impact on the customer's blood glucose level. Ultimately, a replacement pump was sent to the customer to resolve the issue.